Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported having removed the dental implant around 5 years after its installation in patient¿s mouth. The implant was removed because the implant region was showing signs of inflammation, which has not stopped after treatment.